Manufacturer narrative:
Date rec¿d by MFR : 24may2019. Gas delivery system (gds) assembly was received for evaluation. The returned gds was installed onto good test ventilator for testing. Tests were ran and it was determined that air flow sensor failure occurred because of the u1 drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27feb2019. The philips field service engineer (fse) powered the unit on into diagnostic mode and identified a low leak code. The fse powered the unit on in normal mode and identified a low leak alarm and co2 rebreathing risk. The fse replaced the gas delivery system to resolve the issue. The unit subsequently passed performance verification tests. The unit was ready for clinical use.

Event description:
The customer reported a low leak co2 rebreathing alarm. There was no patient or user harm reported. The event date was not specified; estimate used.